Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to deflate. Time of device issue: during the procedure. Adverse event: none. It was reported that during a coronary artery interventional procedure, the voyager nc balloon system was prepped and delivered to the lesion without issue. The balloon was inflated, but would not deflate. The balloon was inflated a little more, but still would not deflate. The inflated balloon was worked out of the artery and into the aorta. In the aorta, the balloon was purposely ruptured and removed completely from the anatomy. There was no adverse patient sequela reported. Although requested, there was no additional information provided.